Manufacturer narrative:
Software evaluation is in-progress at the time of this report. Site evaluation showed that when the site used touch n go, the 3d model was not built correctly. Cass trained site on how to do 3d model building including correct fiducial placement.

Event description:
A site representative reported that while in a cranial case, they had tried to register with touch-n-go but were getting a registration that was approximately 6 inches inaccurate. When the site representative called, they had already proceeded to try to register with pointmerge but were having trouble registering because the points they were touching were not storing. They were using synergy cranial/optical. Medtronic technical services found that they were trying to complete pointmerge using the touch-n-go probe and directed the site to switch to the passive planar blunt. The site representative verified the probe and was able to proceed with a predicted accuracy of 2.2. Surgeon continued the surgery with the use of the stealthstation. There was no impact on the patient outcome.